Event description:
The wire on the sentinel device was bent right at the tip. This was noticed prior to trying the device, so they did try to use the device but it would not advance over the wire. So, a new device was used and worked fine.

Event description:
The wire on the sentinel device was bent right at the tip. This was noticed prior to trying the device, so they did try to use the device but it would not advance over the wire. So, a new device was used and worked fine.